Event description:
During scheduled replacement of the device, noise resulting in oversensing and inappropriate automatic mode switch were observed on the right atrial (ra) lead. No intervention has been performed. The patient was stable and will continue to be monitored.